Event description:
Healthcare professional reported right side rupture of a non-allergan device. This record is no longer reportable to the FDA and will be un-reported.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5; d3;

Manufacturer narrative:
Additional, changed, and/or corrected data: a.3., a.4., b.3., b.5., d.3., g.1., h.6.

Event description:
Healthcare professional reported right side rupture.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Received device tracking information. The reason for right side removal was noted, as rupture. Device has been explanted.